Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Addition to section h6: type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of central regurgitation was confirmed based on provided medical report. Per medical record, patient had vast comorbidities (e.g. Hyperlipidemia, hypertension, coronary artery disease, and etc.) Which are known factors that may increase the risk of valve degeneration, leading to central regurgitation. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event; however, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 5 years and 8 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 valve in the native aortic position, the patient passed away on an unknown date due to an unknown cause. According to the provided medical records, the tavr bioprosthetic valve was noted to have severe central/aortic regurgitation (ai), which may have contributed to this patient's death. The provided 3-year post tavr echocardiogram also indicated that the patient's left ventricular ejection fraction (lvef) was less than 20% with severely reduced function and global hypokinesis. The peak and mean gradients of the tavr were 11mmhg and 8mmhg, respectively, with moderate-to-severe ai and an aortic valve area (ava) of 1.8 cm^2. In addition, there was an elevated right ventricular (rv) systolic pressure, left atrial (la) dilation (moderate-to-severe), a posterior mitral regurgitant jet, severe mitral regurgitation, and moderate-to-severe tricuspid regurgitation.